Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced a decrease in performance. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the electrode ground ring and array, and silicone was damaged near the antenna and top cover prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. This is an interim report.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed near the electrode ground ring and array, and silicone was damaged near the antenna and top cover prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The device passed the tests performed. This is the final report.